Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was that the patient was experiencing inadequate stimulation and frequent ipg charging.

Event description:
A report was received that the patient underwent ipg replacement for an unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient underwent ipg replacement for an unknown reason. No device malfunction was suspected.